Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three weeks after a total laparoscopic hysterectomy procedure, the thread broke. The patient noticed bleeding from the suture line on her vagina. Patient hospitalization was extended for more than three days and incision was also extended for more than 1 inch. Tissue damage and unanticipated tissue loss were also noted. Reoperation was done using a new suture to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device opened by the account. The photo showed a device suture post operatively. There was not enough information in the photo to determine if the suture line broke as reported. Unfortunately, as no sealed products were returned, functional testing could not be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three weeks after a total laparoscopic hysterectomy procedure, the thread broke. The patient noticed bleeding from the suture line on her vagina. Patient hospitalization was extended for more than three days and incision was also extended for more than 1 inch. Tissue damage and unanticipated tissue loss were also noted. - x-ray had been performed. Reoperation was done using a new suture to resolve the issue.